Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the next day after the procedure, when the spacer was removed and tension was applied to the button part, it seems that the button part was detached from the shaft. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the button body has three (3) spacers found in place with no issues. The button dome was found broken / torn at 1.6cm from the distal end. It was noted that the condition of the returned unit was consistent with the complaint incident that the button tube delivery system became detached/separated as it was found that the button dome was found broken. The button dome failure appears to have occurred while undergoing shear force during removal of the spacer from the button dome / patient. It is most likely that the user applied excess force to the device during removal of the spacer causing the button body to break. Based on all gathered information, the most probable root cause is "operational context". A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, the next day after the procedure, when the spacer was removed and tension was applied to the button part, it seems that the button part was detached from the shaft. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be good.